Event description:
Information received by medtronic indicated that the insulin pump had crack across screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked reservoir tube lip and scratched lcd window. The pump passed the displacement test. In summary, the pump was received with a cracked reservoir tube lip and scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.